Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having jaw issues, jaw cracking when opening and in the mornings cannot open their jaw. Provided information to patient on jaw discomfort and provided tips. Requested bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.